Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) was not functioning properly. The epg passed all incoming and bench tests. It was indicated that the output connectors were broken, a case screw was corroded, and the hanger assembly would not close all the way. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) was not functioning appropriately while in use with a patient. Specifically the epg was displaying pacing spikes while the patient was in sinus rhythm and the epg did not seem to be sensing on the atrial channel. The epg was returned for service. No patient complications have been reported as a result of this event.